Manufacturer narrative:
The reported event of data problem/diagnostic issue was not confirmed. The device was received in backup condition which occurred post-explant and consistent with exposure to cold temperature. Electrical and mechanical analysis performed after reloading the device code indicated normal functionality and no diagnostic anomaly observed. Further evaluation at various pulse amplitude found normal interrogation results and no error message detected. Additionally, measured output parameters were within normal range. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited error message, the pacemaker was explanted and replaced. The patient was in stable condition.